Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has had inappropriate shocks and t-wave oversensing in the past. After reviewing follow-up there was no noise or oversensing reported with regard to this medtronic defibrillator, the short interval counter (sic) have been less than 300 and the impedance trend is stable. The device remains in use. No patient complications have been reported as a result of this event.